Event description:
It was reported that during deployment of the transcatheter bioprosthetic valve, the valve was deployed to 80% with an implant depth of approximately 4mm below the aortic annulus. The valve dislodged upwards into the aortic root before confirmatory angiography could be performed. The valve was recaptured and repositioned. The valve was deployed at a depth of approximately 5 mm below the aortic annulus. The pig tail catheter was retracted from the non-coronary sinus and repositioned within the valve for angiography, initially unable to descend into the ascending aorta but eventually positioned correctly. Angiography showed an aortic dissection originating from the nadir of the non-coronary cusp and extending into the aortic arch, with the coronary arteries perfused by the true lumen and stable hemodynamic pressures. The patient underwent immediate surgical intervention, including a bentall procedure with medtronic surgical valve, and non-medtronic graft replacing the ascending aorta and arch.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0013149563); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date: (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician; the dissection was caused by the valve dislodgment. There was perhaps there was not enough pull back applied on recapture. The physician stated that the dissection was inevitable due to the friability of the tissue of the ascending aorta. The valve was fully implanted and then was surgically explanted.